Event description:
Pt reported switching from acuvue2 to acuvue oasys and developing an ulcer located in inferior corneal os. The pt reported aggressive treatment with antibiotics, iquix then fortified cephazolin, fortified gentamycin and zymar. Little info was rec'd from the treating physicians office, citing privacy concerns. The office confirmed a paracentral ulcer os. The ulcer was cultured and no growth was found. This event is being reported due to the aggressive nature of the treatment. The device in question has been discarded by the pt. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse.. Device discarded - unable to f/u. No conclusions can be drawn.